Event description:
The customer reported to olympus, the scope exhibited air/water leakages. The device was returned and on evaluation, it was found the nozzle was clogged due to presence of foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
Upon device evaluation, the customer allegation could not be confirmed. It was also noted that the adhesive part on the bending rubber was worn out and there was reduced angulation. The investigation is ongoing and follow up with the facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, additional information received (b5), corrections to h10, and to update d9 (date returned) and h4. Correction to h10: upon device evaluation, the customer's allegation of a flow problem was confirmed. When the air/water supply volume was inspected, there was no air or water output observed due to a clogged nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was clogged in the nozzle and channel, however, the specific material could not be clearly identified and the cause could not be specified. It was noted that the material in the nozzle looked like debris from the patient's body but it is unclear if the material inside the channel was similar. The nozzle and channel were not reported to have been deformed or broken and it was confirmed that the user performed reprocessing in accordance with french regulations and the instruction for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the scope experienced a flow problem. The issue was identified during the endoscope disinfection cycle and the customer was unable to correctly reprocess the device.